Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the pouch had a hole in it when deployed. There was no adverse patient outcome, they opened a new bag to complete procedure.